Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for spinal pain and chronic low back pain. On an unknown date, the patient experienced "infections." In (B)(6) 2015, the pump was removed as a result. Additional information has been requested regarding the drug information, the event date, symptoms, diagnostics, the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.